Event description:
Pt with introducer only in place. Tubing became disconnected at site of blue introducer connection. Estimated 100-200cc blood loss. Pt developed junctional rythm recovered to nsr for approx 10 mins-developed junctional rythm again and expired.